Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9, h3, h6 and h11 (roi). H11: the associated device was returned and evaluated. A visual inspection of the returned device finds the device returned with a fragment of the device fractured away and returned with the device. All returned items are worn from use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a primary tka surgery, one (1) journey dcf ap fem cut blk 9 had a loose piece that may fall off completely. The procedure was resumed without any delay using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).